Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient leads had fractured. As such, surgical intervention took place on (B)(6) 2025 wherein the leads were explanted to address the issue. It was found that the patient¿s ipg had already been explanted. The date of explant and reason for ipg explant is unknown. A new scs system was implanted.

Event description:
Additional information received indicates that lead fracture was confirmed. Therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient (weight) information. Further information was requested but not received.